Event description:
The pt was revised because of possible infection with wear.

Manufacturer narrative:
No product was returned. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported infection; however, infection after approx 1-1/2- years implantation is unlikely to be product related. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional info be received, the investigation will be re-opened.